Event description:
It was reported that the user experienced hypoglycemia shortly after announcing and eating a meal, with continuous glucose monitoring indicating a low of 54 mg/dl and a confirmatory fingerstick of 64 mg/dl; glucose recovered to 87 mg/dl during the call after consuming a small twix bar. Symptoms included no reported adverse effects and the user did not feel low. Outcomes included transient hypoglycemia outside target range for approximately 30 minutes without medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education with the user¿s caregiver. Investigation of this case revealed no device alarms or alerts and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.